Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a connecting tube. The customer states: the grip came off upon opening the package. No patient involvement.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was received for evaluation. A visual inspection was performed and the blue connector was found detached. The most likely root cause for the reported condition is lack of solvent. The solvent was dispensed inconsistently on the area where tube connects with the connector. This is due to an occluded solvent injection. The production personnel were notified of the reported issue. A quality alert was posted and functional stress tests will be conducted hourly by production. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.